Manufacturer narrative:
The explanted system was not returned to boston scientific. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator, right ventricular defibrillation lead, and atrial lead were explanted due to infection. Approximately one month later a new pacing system was implanted. No additional adverse patient effects were reported.